Manufacturer narrative:
Additional information: there was no additional intervention required to trap the stent behind the valve. The inflation device remained on neutral pressure during delivery of the device. No attempt was made to deploy the stent in the left main. It was decided to remove the stent as it was only placed as protection from left main while deploying a shallow valve. It is believed that the current position of the stent does not pose any risk to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat proximal left main (lm) coronary artery which was moderately tortuous and moderately calcified. No other abnormalities were reported in relation to anatomy. This was a tavr case. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues found. It was reported that following failed delivery of the stent, stent dislodgement occurred. The stent was placed in left main during valve case to protect the vessel. When the physician tried to remove to remove the stent, it got caught on the valve and came off the balloon into the aortic cusp. The stent was not removed. It is trapped behind the valve and is safe from moving. The device did not pass through a previously-deployed stent, resistance was not encountered when advancing the device and no excessive force was used during delivery. There is no patient injury reported.